Manufacturer narrative:
(B)(4). B3 event date: unknown date in 2018. D10 therapy date: unknown date in 2018. D11 medical devices: 13mm diameter 100mm length offset stem extension combined length 145mm, catalog#:00598802013, lot#: 62697928; distal femoral augment block precoat size g 5 mm augment with screw, catalog#: 00599003710, lot#: 62536011; distal femoral augment block precoat size g 5 mm augment with screw, catalog#: 00599003710, lot#: 62344370; right size g cemented option femoral component femoral, catalog#: 00599401792, lot#: 62691137; nexgen articular surface size gh 17 mm height, catalog#: 00596205017, lot#: 61843009; stemmed tibial component precoat size 7, catalog#: 00598005701, lot#: 62462927; 15mm diameter 30mm length straight stem extension combined length 75mm, catalog#: 00598801215, lot#: 62587260; tibial block and screws precoat size 7 5 mm thickness, catalog#: 00598800726, lot#: 61503794. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately four years post-implantation due to an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/anomalies identified. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.